Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Followup with the complainant has been conducted for the catalog number and lot number, and the information is not available.

Event description:
Patient was revised to address subsidence of the femoral component, which was also loose at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown. Update: aug 24, 2015. Xray review also found subsidence of the tibial tray.

Manufacturer narrative:
No device associated with this report was received for examination. Radiographs confirm the reported femoral subsidence. Evidence was found suggesting subsidence of the tibial component as well. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot codes were not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.